Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is unknown. However, data indicates that the issue was isolated to one reagent flex. Data suggest low activity in one reagent well of the flex reagent cartridge. The issue was resolved by discarding the flex. Satisfactory qc results were obtained with a new flex reagent cartridge and customer has been running the lot wihout further incident. The instrument is performing within specifications.

Event description:
(B)(6) results were obtained on qc and patient samples. The patient result was not reported to the physicians. The results were questioned and repeats were run on a different flex reagent cartridge. Lower qc results were obtained within laboratory ranges. Patient treatment was not altered or prescribed on the basis of the (B)(6) result. There was no report of adverse health consequences as a result of the (B)(6) result.